Manufacturer narrative:
(B)(4). Investigation summary: the complaint was raised for information by the customer, thus not requiring an 8d report. The release paperwork was reviewed and did not reveal any non conformity in relation to the problem statement. Batch was released in accordance to the acceptable criteria. A blocked plunger rod with supplier's cause could be linked to: an incorrect link between the plunger's thread and the stopper. The critical thread dimensions (diameter, height, perpendicularity) outputs from the supplier's inspection were all conform. An incorrect compatibility between plunger and barrel. This cause can be discarded as the event occurred on the market, the customer would not have been able to process an incompatible plunger. A malformed/non filled plunger. This cause can be discarded as the event occurred on the market, the customer would not have been able to process malformed/non filled plunger. Root cause description: no picture/physical evidences were provided by the customer, therefore additional investigation is not possible.

Event description:
It was reported that the safety guard was not able to be activated with a bd ultrasafe¿ passive needle guard syringe. The following information was provided by the initial reporter: the plunger was blocked and therefore the pen couldn't be triggered.